Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The error message (sf218) could not be reproduced during in-house testing and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4). The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error.

Event description:
It was reported to resmed that an astral device displayed an error message (sf218) alerting of a device condition that may require attention. There was no patient injury reported as a result of this incident.